Event description:
Patient with decreased mental status was placed in a posey vest and wrist restraints to provide for safety, and to deter patient from pulling lines. In 2002, it was noted that patient's right arm was flaccid. Patient could not grasp with right hand. Patient did have gross motor movement of right arm.